Event description:
Alleged the hi/low function will drift down after the switch is released.

Manufacturer narrative:
The facility's maintenance found the hi/low drive brake was oily. The facility cleaned the hi/low drive assembly to repair the bed.